Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with chest pain. Interrogation of the device revealed high rv pacing threshold measurements and intermittent capture due to a micro-dislodgement. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.